Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the pump touch screen became shattered and non-functional due to the damage. Customer's blood glucose was 135 mg/dl. Reportedly, customer reverted a backup insulin pump for insulin therapy.